Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a segmental resection of lung and thoracoscopy at the second firing. The cartridge was attached to a manual handle, the jaws did not close when opening and closing was checked. The condition was the same even the device was re-connected. When a new cartridge was attached, it was used without problem. The event occurred during the procedure but the product was not used for patient. There was no patient harm.